Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation the pump operated per product specifications. Mmdg was unable to confirm or replicate this complaint. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump continued to run after the bag was empty. The patients mother had been setting the pump dose to 960 ml but had only been adding about 300 ml of breast milk at a time. The initial reporter stated that the volume delivered for the rate seemed to be correct, but she thought the bag should have had some formula left in the bag. [Complaint-(B)(4)]